Event description:
The following was reported via user facility medwatch: a critical care nurse unplugged the bed in an effort to prepare the patient to transfer to another location in the hospital. The bed was allegedly difficult to maneuver, reportedly requiring effort. The medwatch reported the nurse was treated for a lower lumbar sprain relating to the difficulty operating the bed.

Manufacturer narrative:
Investigation ongoing.